Event description:
The company was informed of an alleged incident that occurred in a health and rehab center, with a caire inc companion 1000 portable liquid oxygen unit (sn (B)(4)) the alleged incident was first reported to the company by the equipment distribution. The alleged incident was described to the company as the following: "resident was in dining room area in wheelchair using a portable c1000 liquid oxygen o2 unit. All of a sudden there was a pop and a vapor cloud approx 2.5 feet in diameter. Cna's rushed over and removed the o2 unit from the resident. Also reported a hissing sound." The equipment distributor further reported the condition of the resident after the incident, that the resident had "little redness to skin on cheeks and end of nose." The equipment distributor stated that the subject c1000 unit had been tested and passed in january, they also stated that leak and flow tests were performed after the incident and the subject c1000 also passed. The equipment distributor returned the subject c1000 unit to the company for non-destructive testing/inspection.

Manufacturer narrative:
Below are the results of the subject companion 1000 portable oxygen unit returned to the company for non-destructive testing and inspection. The exterior of the subject unit was in good condition, except for one crack on the upper shroud adjacent to the benzel. Upon observation of the internal components, it was discovered that the unit was marked with a different serial number then what was reported to caire inc., the serial number discovered was sn (B)(4). The subject unit also contained an after-market non-caire approved flow control valve (fcv), indicating the subject unit had been repaired by a third party. The fcv now fitted to the subject unit is too small for the bezel fit at the cpi connection. During the leak check test; one small leak was detected around the fcv cpi nut. The following observations and determinations were made during performance testing; a leak on the cpi connection nut caused the overall cumulative flow rate to increase to around 10 slpm. The heat exchanger was not designed to handle a high flow rate, and thus was not able to fully convert the liquid oxygen to gas. Therefore, liquid oxygen was able to exit the hose barb. While the non-caire approved fcv did not appear to induce the leak, caire inc cannot ensure the integrity of a unit purchased from pre-owned equipment reseller, or that has been repaired or refurbished with non-caire approved parts from third party suppliers. The companion service manual dictates the procedures for proper maintenance and leak checks.